Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The distributor reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin was being used on (B)(6) 2024 during a shoulder arthroscopy and ¿dr. Would like to file a complaint that occurred this past saturday during his shoulder arthroscopy case. Faceplate of aes-90sn fell off inside the patient and dr. Had to take it out. Luckily patient was not harmed. I also have the defective product in my office if needed to take for evaluation.¿. There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of the returned used device, item aes-90sn, found device electrode detached from the probe tip. Detached piece from the electrode was returned per evaluation. Root cause cannot be determined; however, based upon evaluation of the device a possible cause of this event could be excessive force. A two-year lot history review shows a total of one (1) device for this lot number and failure mode. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year review of complaint history revealed there has been a total of 50 reports, regarding 446 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin was being used on (B)(6) 2024 during a shoulder arthroscopy and ¿dr. Would like to file a complaint that occurred this past saturday during his shoulder arthroscopy case. Faceplate of aes-90sn fell off inside the patient and dr. Had to take it out. Luckily patient was not harmed. I also have the defective product in my office if needed to take for evaluation.¿. There was no impact or injury to the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.